Event description:
It was reported that the patient had to be operated as acute abdomen. Mesh was explanted. Tissue reaction. Inquiry was made if this could be a reaction to the mesh.

Manufacturer narrative:
Complaint was received without indication of what type of mesh was involved in the event. Upon evaluation of the returned mesh, the mesh appeared to be a composix kugel patch, therefore, we are identify the mesh as a composix kugel mesh patch. The returned sample was received severely balled up with a considerable amount of tissue ingrowth to the mesh side of the patch. The amount of tissue ingrowth made it impossible to unravel the patch sample. The patch was manually examined and there did not appear to be any broken components. We are unable to conclude if the hernia mesh patch caused or contributed to the patients tissue reaction.